Manufacturer narrative:
Customer maintenance was fine. Qc data was acceptable. The tpuc3 results of 0.140 g/l and 12.851 g/l using 1:10 dilution were not accompanied by data flags. All other tpuc3 results were accompanied by an >abs data flag. The investigation determined the issue was due to a high dose hook-effect. Product labeling states: "sample results with high total protein concentrations above the measuring range up to 100000 mg/l (=100 g/l) will be flagged by the instrument with >test or >abs." Product labeling also states: "urine, csf, and control samples with a protein concentration above 7000 mg/l (700 mg/dl) may clog the instrument lines." Due to the test principle, turbidimetric (precipitation method with benzethonium chloride), the sample concentration is detected as false low and sometimes flagged with >abs due to the precipitate formation in the cuvette. The >abs data alarm indicates that the absorbance is higher than the absorbance limit, and the result is not valid. The concentration is false low due to the protein flocculation in the cuvette since the protein concentration was too high, higher than 7000 mg/l (7 g/l).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tpuc3 total protein urine/csf gen.3 (tpuc3) on a cobas 8000 c 502 module. The initial result was 0.461 g/l with a data flag. The repeat result in decreased mode (1:3) was 4.572 g/l with a data flag. The sample was repeated a 3rd time using 1:10 dilution and the result was 0.140 g/l. The sample was re-analyzed 3 days later and the result was 0.493 g/l with a data flag. The result in decreased mode (1:3) was 4.786 g/l with a data flag. The result using a 1:10 dilution was 12.851 g/l. No questionable results were reported outside of the laboratory. The c502 module serial number was (B)(4).